Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/11/2013: the device was returned to animas and evaluated by product analysis on 08/26/2013 with the following results: testing confirmed the contrast, up and down keys are intermittently responsive. Removed the keypad cover for inspection and contamination was present under the contrast, up, down and ok key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up arrow and down arrow keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).